Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte problem with catheter during use. The following information was provided by the initial reporter, translated from portuguese to english: as I understand it, the others had a problem with the catheter, but there was no detachment.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 4327645. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) sealed and unused samples were received for evaluation by our quality team. The samples were evaluated, and no signs of defect were identified. Based on the provided feedback and investigation results at this point, the probable cause would be related to use of the product. According to the report, the defect occurred during use. It is worth noting that if the product were transfixed due to a manufacturing issue, it would not be possible to use the product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Manufacturer narrative:
Additional information received that clarifies the failure. Annex a code updated.

Event description:
Additional information received on 14 apr 2025 when the patient was punctured with the insyte 24 cateter ref: (B)(4), the nursing technician complained that the needle transfixed the catheter, but there was no damage to the patient.